Event description:
Customer reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, guiding the customer through the process, after which the issue was resolved, allowing the successful start of the sensor session.